Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer did not know if the blood glucose level was impacted. The customer thought that the infusion site was a possible cause of the occlusions. The customer reverted to using a non-tandem pump to manage diabetes. As the occlusion alarm had occurred in the past, troubleshooting to confirm the cause of the occlusions was unable to be performed.